Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported when the console (aic) was started up, the message "controller error" appeared. The team replaced the aic. There was no noted harm or injury.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The data analysis confirmed the failure mode reproduced on every boot up after the complaint. The console was returned and the failure mode reproduced. The optical connector was found to be contaminated and after cleaning, 5s improved and the controller error did not return. Root cause: the cause of the controller error on boot up was contamination of the optical connector. The contamination caused light to not be reflected back as expected which is how light was lost. G1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27191.